Event description:
It was reported that during an implant attempt, contrast was injected from the stylet lumen and "the junction region between the outer insulation and the connector was broken and the contract agent leaked". The physician described it as "joint failure". These occurred with two different leads and then another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the outer insulation was pulled apart due to overstress. It was noted that all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), and the lead was stretched. The lead appeared to have been damaged at implant. The analyst visual indicated the guide wire test failed due to the outer insulation pulled apart (overstress). The test performed using the fresh zinger light. 014" diameter, 180 centimeters length, and straight shape. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), and the lead was stretched. The lead appeared to have been damaged at implant.